Event description:
Related manufacturer reference number: 2017865-2021-36241. It was reported that during procedure on (B)(6) 2021, the patient's right ventricular (rv) lead was found to have an insulation breach. The rv lead was capped. When implanting the replacement rv lead, the stylet failed to advance in the lead and the physician alleges that it was due to the blood that was found in the lead lumen. The replacement rv lead was not used and replaced. The patient was stable throughout procedure.

Manufacturer narrative:
The reported events of stylet could not be inserted and ¿physician assumed blood in the lumen¿ were confirmed. A complete lead was returned in one piece. Stylet was inserted through the proximal end of the lead and was restricted at the distal region of the lead due to the inner coil clogged with blood. The cause of the reported events was isolated to the inner coil being clogged with blood.